Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet bionic pancreas experienced concern about elevated blood glucose, with a reported value of 182 mg/dl after a morning of readings within target and without food intake; troubleshooting and education were provided regarding early adaptation and a potential infusion set change, and no device alerts or alarms occurred. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included complaint triage and user education on device learning period and infusion set management. Investigation of this case revealed no confirmed device malfunction and no component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.